Event description:
It was reported that non-sustained right ventricular oversensing was observed. Reprogramming of the device was recommended. The patient's condition was good.

Manufacturer narrative:
(B)(4).